Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2016 (68 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. In the preliminary investigation an air cushion was observed between the membranes, indicating a defect of the air-side layer of the membrane. For further evaluation the pump was disassembled and tested. A leak was detected in the air-side layer of the membrane near the stabilization ring. Abrasion (graphite agglomerates) was detected between the air-side layer and middle layer of the triple layer membrane. Graphite particles that formed due to the abrasion between the layers caused increased friction at some points which finally led to the defect in the air-side layer membrane. The cause of the failure was most likely the diminished graphite coating which may have resulted in abrasion of the membrane. When the defect occurs in the air-side layer, air can get in between the air-side layer and middle layer and form an air cushion, which reduced the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Event description:
The manufacturer, berlin heart (B)(4), was informed by the (B)(4) distributor that the site noticed a reduced cardiac output in an excor patient supported in lvad configuration. The site suspected a defect of the membrane of the excor blood pump. The excor blood pump was exchanged in the clinic by trained staff. The patient had to be intubated for the procedure and continued to remain sedated after the pump exchange. The patient is currently doing well.